Event description:
It was reported that prior to a pelvic lymph node dissection procedure, the surgeon went to use the device but it would not open. They then proceeded to take another device with the same lot number, again this would not open. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with a clip jammed on the feedbar. In an attempt to replicate the event reported, the device was tested for functionality. Upon partially cycling the handles the device fed eleven malformed clips which fell from the jaws; when completing the handles cycling the remaining five clips were fed conforming according to the manufacturing specifications. The eleven unformed clips were found to be a result of a non-functional antibackup feature. In order to evaluate the condition of the internal components, the device was disassembled and the antibackup lever was noted to be worn out. It is possible this condition was caused be attempting to squeeze the device handle when it was not fully returned or by stopping the firing sequence and pulling the handle open. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.